Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08720 inches.the stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No moisture damage noted on the electronic assembly or on the motor. Insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 479 mg/dl. Customer reported fluid in the reservoir compartment. The customer reported leak in reservoir. Customer reported o-ring inside lip of reservoir compartment is not missing. The customer treated high blood glucose with insulin drip. The customer reported that self-test did not start. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.